Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 4.00x12mm promus element plus drug-eluting stent was advanced for treatment; however, it was noted that the stent got dislodged during withdrawal. Dilatation was performed using a balloon at the distal part of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.